Event description:
It was reported that the gastrointestinal videoscope was reprocessed in an oer-4 which was operating without a water filter. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional customer info.

Manufacturer narrative:
Additional info: h11 -mfg narrative. The device was not returned to olympus for inspection so the reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.